Event description:
It was reported that the patient experienced a syncopal event with a seizure, and was taken to the emergency room. The device was interrogated, and the outputs were increased in order to account for possible scar tissue forming at the lead tip. The patient was discharged, went home, and later suffered another seizure/syncopal episode. The device was interrogated once more, and it was found that the capture management had decreased the outputs. The outputs were adjusted once more, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.